Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's blood glucose level was 112 mg/dl but his sensor glucose reading was around 50 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.